Event description:
As anchor was being implanted the rim of the acetabulum fragmented and the anchor pulled out. Another straight anchor was implanted a little farther away from the acetabulum and repair was successful. Another curved anchor was also implanted successfully on this patient. There is an empty hole where the original implant was supposed to go.

Manufacturer narrative:
No product is being returned for evaluation.(B)(4).